Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution name: (B)(6) reporting address state: (B)(6).

Event description:
The sedline device is a depth of anesthesia monitor. It analyses the eeg of the anaesthetized patient. This analysis is displayed as a psi number. The range 25-50 is suggested to show adequate surgical anesthesia. The raw eeg is also displayed, as is the sef - spectral edge frequency - another indicator of adequate anesthesia. The use of depth of anesthesia devices is recommended with total intravenous anesthesia to prevent awareness during surgery. They are also considered useful to prevent overdosage of anesthetic agents, and thus minimize the chance of post operative cognitive dysfunction. The psi displayed by sedline is proving unreliable. The number spontaneously climbs, suggesting inadequate anesthesia, whilst all other clinical signs remain normal. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) attempted to reach out to the customer and received no response. It is unknown if the device was evaluated or what caused the issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. It is unknown if the device is back in service due to insufficient information. The customer did not call back or email back for further support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : no response from customer.

Manufacturer narrative:
H6 device problem code was corrected.